Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that inadequate stent apposition occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). Following predilation with a 4.0x10 flextome balloon catheter, a promus premier drug eluting stent was advanced and deployed at a high pressure to treat the lesion. However, malapposition of the stent was noted post intravenous ultrasound (ivus). Thus, post dilation was attempted with a 5.00x8mm nc quantum apex mr balloon catheter but the nc quantum apex mr balloon came in contact with the proximal edge of the previously deployed stent and was unable to cross the stent. The guidewire was added for "parallel wire technique" and another attempt was made to re-advance the same nc quantum apex mr balloon catheter but the balloon still failed to cross the deployed stent. Finally, the nc quantum apex mr balloon was exchanged with a non-bsc balloon catheter which was able to cross the deployed promus premier stent and post dilatation was performed. The procedure was completed with this device. No patient complications were reported and the patient's status was good.